Event description:
It was reported to medtronic minimed that the customer experienced report anomaly. The customer reported no adverse event. The event involved product(s) mmt-7333. Troubleshooting was performed. The customer reported that carelink report was not correct, in daily history with carelink the only thing that was not correct was the amount of the autocorrection. Reported issue resolved, no escalation required. No harm requiring medical intervention was reported. The customer will continue using the application. No product return is required for mmt-7333.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
After conducting thorough investigation, observed that the carelink design is to post-process the pump data and display different values. Issue is not confirmed below is our expertise description on this: when the pump reports an auto correction, the insulin amount in history is a combination of the automated correction bolus as well as the next 5 minutesâ¿¿ auto basal (this basal amount becomes a part of the bolus event). When the carelink system post-processes the pumpâ¿¿s auto correction history, the auto basal component is extracted from the bolus and processed as basal insulin. As a result, daily totals reported by carelink may show increased total basal and decreased in total bolus, compared to daily totals reported on the pump screen. The total daily dose (basal + bolus) reported by carelink matches that of the pump. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. This issue appears to be the result of a misunderstanding on the customerâ¿¿s part, likely indicating a need for further user training to clarify processes. Provided helpline support team with the details about the carelink existing system requirement. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.